Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 3+ functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure a triclip was placed on the septal / anterior leaflets. A second triclip was then implanted near the first clip. The final tr was grade <1. There was no adverse patient effect or adverse patient effect reported. In (B)(6) 2025, during the 30-day follow-up echocardiogram it showed that the first clip had experienced a single leaflet detachment (slda) of the septal leaflet.

Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported incomplete coaptation. Additionally, a review of the complaint history identified did not indicate a lot-specific quality issue. Based on available information, the reported incomplete coaptation/slda appears to be related to challenging patient anatomy. There is no indication of a product quality issue with respect to manufacture, design, or labeling.